Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) for tis right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.